Event description:
Infant in neonatal ICU was receiving intralipid's at 0.2 ml/hr. The syringe pump was started at 1620 with 6.5 ml. At 2140, the pump was beeping for dose completed and volume remaining in the syringe and 1 ml. The pump was rechecked by 2 people and it was set at 0.2 ml/hr.